Event description:
Reporter indicated that device tie-down had eroded through the pt's skin at the neck incision site. It was reported that the pt mailed the tie-down back to the surgeon in an envelope.